Event description:
It was reported that while in the theatre, the swg unraveled upon removal. The catheter was placed successfully. There was no delay in treatment. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.